Event description:
It was reported to boston scientific corporation that a patient was admitted for a cystoscopy procedure, clot evaluation and a fulguration laser lithotripsy procedure. There was a significant stone burden of approximately six stones between one to two cm in diameter. The physician used a flexiva 1000 micron fiber. The patient returned to the emergency room later that day with blood in the foley catheter. The physician performed a green light laser transurethral resection of the prostate at that time. During the procedure, the physician identified a 4 mm fragment of laser fiber in the patient's bladder. The surgeon was able to remove the piece of fiber from the patient using alligator forceps. Using the greenlight xps laser, the adenomatous tissue was vaporized using power ranging from 80 kilojoules to 180 kilojoules for a total energy usage of 4012 joules. The holmium laser was set at energy of 3. The greenlight xps laser was used for the transurethral resection prostate and the holmium laser was used for the fulguration laser lithotripsy procedure. The patient's condition improved and the patient was discharged. Additional follow-up from the customer stated that the physician confirmed the hematuria and resulting turp were unrelated to the fiber procedure. The patient had prostatic adenomatous tissue that caused the bleeding which required the turp.

Manufacturer narrative:
(B)(4). The patient is reported to be over 18 years of age.

Event description:
It was reported to boston scientific corporation that a patient was admitted for a cystoscopy procedure, clot evaluation and a fulguration laser lithotripsy procedure. There was a significant stone burden of approximately six stones between one to two cm in diameter. The physician used a flexiva 1000 micron fiber. The patient returned to the emergency room later that day with blood in the foley catheter. The physician performed a green light laser transurethral resection of the prostate at that time. During the procedure, the physician identified a 4 mm fragment of laser fiber in the patient's bladder. The surgeon was able to remove the piece of fiber from the patient using alligator forceps. Using the greenlight xps laser, the adenomatous tissue was vaporized using power ranging from 80 kilojoules to 180 kilojoules for a total energy usage of 4012 joules. The holmium laser was set at energy of 3. The greenlight xps laser was used for the transurethral resection prostate and the holmium laser was used for the fulguration laser lithotripsy procedure. The patient's condition improved and the patient was discharged.